Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra test strips were peeling. The complaint was classified based on customer care advocate (cca) documentation. It is not known when the strip issue occurred. The patient detailed that she manages her diabetes with insulin and metformin and denied making any changes to her diabetes management routine in response to the alleged issue. The patient claimed that one to two hours after the strip issue occurred she had a stroke and that on an unknown date she was admitted to an emergency room (ER) where she had her blood glucose tested on an ER meter which gave a result of 500mg/dl and was treated by a healthcare professional (hcp) with insulin. At the time of troubleshooting the cca noted that the strip had peeled prior to being inserted into the meter and that more than one test strip from the vial was affected. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury and received medical intervention from a hcp after the alleged strip issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.